Event description:
The customer alleged a residue was left on the scopes. She confirmed that no patients or injuries were involved. The customer will re-evaluate their enzymatic cleaning solution and process. The customer cancelled the original service order from asp.